Event description:
It was reported that the oxylog 3000 displayed a technical failure. There were no health consequences for the patient reported.

Manufacturer narrative:
The affected device was examined onsite by the dräger service, who was able to confirm a technical failure of the pressure sensor of the oxylog 3000. The failure indicated that the supply pressure was measured too high, resulting in a stop of the ventilation. The pressure reducer was replaced by the dräger service and the device was tested and confirmed to be operating as per manufacturer´s specification. In the event of a technical failure, the device will issue a visual and audible alarm, but may no longer provide sufficient ventilation function. In this case, the instructions for use stipulate that an alternative ventilation option must be available. The device has detected the technical error and issued an alarm as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The device has no UDI as an UDI was not required at the time the device was manufactured.